Event description:
Related manufacturer reference number: (B)(4). During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and right atrial (ra) leads. Rv and ra lead damage was suspected, but was unable to be confirmed. Provocative testing was performed, but the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.